Event description:
It was reported by the customer's mother that their insulin pump's display was blank. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 315 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that the insulin pump power up properly after battery installation. The device was received with operating currents within specifications. The unit was monitored and no blank display anomalies were noted. No damage on one of the components of the lcd isolation tape noted. The insulin pump passed the self test, error test and displacement test. No unexpected error alarms or time resetting anomalies noted. The device was received with minor scratched display window and cracked case at display window corners and battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.